Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated that displacement verification test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test and self test. Device failed the prime or seating test, seating with no reservoir installed in the reservoir compartment, due to moisture damage on the force sensor and electronic assembly. The motor had moisture damage. Unable to perform the displacement test, basic occlusion test, force sensor test and occlusion test due to prime or seating anomaly. Unable to test for unexpected insulin flow blocked alarm or no delivery alarm due to prime or seating anomaly. The test p-cap and reservoir does lock in place in the reservoir compartment.